Manufacturer narrative:
An isi did receive a da vinci product to perform failure analysis. The vision probe instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The functional test for the vision probe instrument could not be completely performed. An incomplete failure analysis occurred as the instrument had the shaft broken off which prevented proper use of the instrument. Additional observation was also identified: the vision probe instrument shaft was broken off. The broken piece was approximately 797mm x 2.1mm and not returned. Material was missing. The vision probe could still be installed on the connector plug of the ion system but as expected, initialization failures occurred because the vision probe was missing components for it to work.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the vision probe instrument failed and had to be changed out. The diagnostic procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no patient harm or impact what so ever. They had an issue when connecting the vision probe which seemed more of a connection issue. They unplugged and re plugged and could not get it to work. They used a backup to resolve the issue.